Event description:
It was reported to tyco healthcare/kendall on 08/03/2007 that there was a product problem with the bone marrow needle. The customer states, that the needle broke off the handle completely and the handle stuck into the patient. Hemo stats had to be used to remove from the patient.

Manufacturer narrative:
A detailed investigation is underway, results will be forwarded upon completion.